Event description:
During t2 gtn surgery, when the surgeon tried to drill the proximal oblique screw hole, the drill bit broke. The surgeon removed the tip of the broken drill from the patients' bone. The surgeon finished the surgery, without inserting the screw in oblique screw hole.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the drill, tri-flat t2 femur to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The cutting edges of the drill returned are significantly worn, deformed and covered with dents. Material displacement is visible. The drill is not sharp anymore. The drilling spiral is completely sheared off at the level of approx. 42 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). As the drill had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Based on the above facts it can be ascertained that the root cause of the reported event is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. The decision to leave the nail without distal locking depends on the stability of the bone breakage. It is in the responsibility of the surgeon to evaluate if rotational stability is given. The surgeon should be informed about this because it is in his responsibility to consider the risks of re-operation against the benefits for the patient. No non-conformity was identified.

Event description:
During t2 gtn surgery, when the surgeon tried to drill the proximal oblique screw hole, the drill bit broke. The surgeon removed the tip of the broken drill from the patients' bone. The surgeon finished the surgery, without inserting the screw in oblique screw hole.